Manufacturer narrative:
Ocd performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).

Event description:
Ortho account manager reporting on behalf of customer an event of false negative reaction obtained with 0.8% resolve panel a lot# vra248 exp 05.24.16 when tested in anti-igg gel cards lot not provided. According to account manager, (B)(6) was reviewing panels and found an event where patients' sample with previous antibodies showed the following reactions. Patient had prior history of anti-d and anti-c antibodies. According to account manager, all d and c positive cells were reactive except cell #5 ( c+ positive, d- negative). Further added when testing was repeated on manual gel, and cell #5 reacted (strength of reaction not provided). Since cell# 5 initially failed to react, this could have prevented the identification of anti-c (if there was no patient history). Issue started on: occurred (B)(6) 2016; reported (B)(6) 2016. Methodology used: vision/ manual gel. Incubation time (for manual test only): 15 min . Test repeated: yes on manual gel method. Cards /cassettes/ storage condition temperature: as per IFU. Visual appearance before use:acceptable. Reagent red blood cell storage and handling: as per IFU. Pipette used: all mts compatible equipment. Ortho discuss titer level of antibodies with donor cells on panel lot #. However, according to account manager, customer felt that panel should be able to ID the respective antibodies.